Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2017, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a device manufacturer representative (rep) regarding a patient who was receiving 500 mcg/ml gablofen at 25 mcg/day via an implantable pump for an unknown indication for use. It was reported that the patient developed a fluid filled sac at the site of the spine incision that was about the size of a softball. There were no known environmental, external, or patient factors that may have led or contributed to the issue. The managing physician was unable to resolve the fluid accumulation with conservative measures, so the pump and catheter were explanted. Other actions taken included pressure dressing. The patient was "alive - no injury" and the issue was noted to be resolved. No further complications were reported or anticipated.